Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient contacted support after experiencing an occlusion alert on their ilet. The agent explained that the device was detecting pressure in the system, which could have been related to the tubing or the infusion set, and noted that the patient was using an inset infusion set with a 6 mm cannula and 23-inch tubing. The agent recommended changing the supplies to address the occlusion alert. The patient replaced the supplies, and the alert resolved. Blood glucose levels were reported as unaffected. The patient indicated they would call back if any further issues occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.